Event description:
The customer reported that the insulin pump was stuck in the prime/rewind mode. Troubleshooting was performed. Advised the customer to remove the reservoir to prime, but the insulin pump alarmed an error. Advised the customer revert to back up plan. The customer's blood glucose reading was 100mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. Further testing could not be performed due to the loose drive support disk.